Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for an unrelated reason. During device interrogation it was noted that there was oversensing on atrial lead which resulted in inappropriate mode switches. No intervention was performed. The patient was asymptomatic and the lead would continue to be monitored.